Event description:
This ra lead was implanted on (B)(6) 2007 and remains implanted at this time. A call was placed to technical services on (B)(6) 2016 stating that the atrial lead exhibited loss of capture during an rf ablation procedure. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).